Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that an impella 5.5 pump was implanted to support a patient admitted for cardiomyopathy. While on support, the impella 5.5 was advanced but could not pass the bend of the innominate artery. After several unsuccessful attempts with a buddy wire, a v18 was placed through the introducer and into the descending aorta which then allowed for the 5.5 to pass the bend at the innominate. Once in the ascending artery, the v18 was removed and impella 5.5 was advanced into the left ventricle. A large hematoma was noted at the impella insertion site. Impella support continues.

Manufacturer narrative:
The cause of the delivery issue was most likely a use issue. The cause of the hematoma is most likely use related since large hematoma noted at impella insertion site upon arrival. The device passed all post sterile inspection checks.